Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the wireless laser footswitch displayed error which stated "foot switch error please connect wired foot switch. The issue occurred during an unknown procedure; the procedure was completed with a similar device following a delay of less than thirty (30) minutes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): g4, h2, h6, h11. Correction to health effect clinical code e2402 changed to e2403. Correction to health effect clinical code f05 changed to f26. The device was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting, and during a procedure the unit displayed "foot switch error please connect wire foot switch." Therefore, the reported failure was confirmed. Based on the results of the investigation, troubleshooting was able to resolve the reported allegation, however a definitive root cause of the reported issue could not be determined. Therefore, the most probable cause is cause not established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.